Event description:
It was reported there was debris in the sterile packaging. No known impact or consequence to the patient. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). G2: foreign: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4;d4;d9;g3;h2;h3;h4;h6. The following section was corrected: d1. Product was returned and evaluated. Visual evaluation of the returned product found that the packaging was previously opened. A hair-like fiber was found in the sterile packaging. As the product was returned opened, the source of the debris cannot be confirmed. Review of the device history records identified no deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Medical records were not provided. A definitive root cause or condition of the device when it left zimmer biomet cannot be determined, as the product was returned opened. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.